Manufacturer narrative:
Product analysis: the complaint was confirmed. The programmer's display was found to have an unresponsive area, which was unable to be corrected by calibration. The display printed circuit board (pcb) was replaced. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's display exhibited intermittent unresponsiveness. It was noted that the stylus was calibrated, but the issue persisted. The programmer was returned for service. No patient complications have been reported as a result of this event.